Manufacturer narrative:
Image review: only two intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was provided for anatomical review. Patient¿s aortic valve appeared to be significantly calcified with an annulus perimeter that measured 77.6mm with a perimeter derived diameter of 24.7mm suggesting a 29mm evolut. There was protruding calcification in the aortic annulus extending to the left ventricular outflow track. Fluoroscopy valve load inspection was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The valve was used and an infold occurred during the first valve implant attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the infolded valve was replaced with a new one and implanted successfully. Images of the implanted valve were not made available. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot number: {0012370583}; product type: {0195-heart valves}; implant date: non-implantable device, product ID: {l-evolutfx-2329}; product lot number: {0012373647}; product type: {0195-heart valves}; implant date: non-implantable device. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the transcatheter aortic valve implantation, upon the first deployment attempt, an infold of the valve frame was observed on fluoroscopy due to a chunk of calcium in the non-coronary cusp. The valve was recaptured, withdrawn from the patient, and replaced with a new one. The second valve was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: a2 a3a a4 d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the transcatheter aortic valve implantation, upon the first deployment attempt, an infold of the valve frame was observed on fluoroscopy due to a chunk of calcium in the non-coronary cusp. The valve was recaptured, withdrawn from the patient, and replaced with a new one. The second valve was implanted successfully. No patient complications have been reported as a result of this event. Additional information was received that a 10-minute procedural delay occurred to load a new valve.

Manufacturer narrative:
Updated data: b5. Second paragraph added additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.